Manufacturer narrative:
(B)(4). This is the first report of two. Referencing both MFR report number 2936999-2013-00654 and 2936999-2013-00655. When covidien followed-up with caller to request information on incident such as: placement of the sensor, how long sensor was in use, how often the site was checked/changed, called stated they didn't have any additional information. Caller noted that units had been checked again and readings were as expected.

Event description:
It was reported to covidien that maxa sensor was reading about 8 points low. No patient harm reported.